Event description:
It was reported that the patient presented in the ER after receiving therapy. Upon interrogation of the device, the device was found in backup vvi mode with no defib support. The device was explanted and replaced.

Manufacturer narrative:
The reported reset was confirmed in the laboratory. The ICD experienced a por during therapy delivery. The device was tested on the bench and our automated testing equipment and was found to be normal. The cause of the reported reset could not be determined.